Manufacturer narrative:
Device received by manufacturer as noted in section d9. The investigation is not yet completed. Investigation results are pending. This event is filed under internal complaint ID: (B)(4).

Manufacturer narrative:
The device is pending receipt by manufacturer. The investigation is not yet completed; investigation results are pending. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that during the preparation process of an intubation the blade was not being recognized. Light comes on but it doesn't show up on the camera. There was no significant delay only about 20 seconds to obtain the dl equipment. No negative impact in state of health reported.

Manufacturer narrative:
Per manufacturer's investigation results: the device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer was confirmed. The device passed the quality check at the time of delivery. Based on the defects found during the technical inspection, it is concluded that the cause of the described fault is mechanical damage to the housing and the blade. It is likely that the damage to the housing and blade has damaged a cable or connector in the scope that is responsible for the imager, because of which the camera head is no longer functioning. The above conducted investigations did not reveal a root cause related to the labelling, the device or its history. All production related quality checks were passed, and no non-conformities were identified in the devices manufacturing records. The labelling was found to contain adequate instructions and warnings. This event is filed under internal complaint ID (B)(4).